Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. By checking the downstream sensor values, evaluation determined the cause was a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.